Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred with a bd insulin¿ syringe w/ bd ultra-fine¿ needle. The following information was provided by the initial reporter. "When removed the shield, the hub was detached too."

Manufacturer narrative:
Investigation: customer returned photos of a 3/10cc syringe. Customer states that when the shield was removed, the hub detached. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to unknown lot number. A visual evaluation of the photos found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Root cause for this defect cannot be determined.

Event description:
It was reported that needle hub separation occurred with a bd insulin¿ syringe w/ bd ultra-fine¿ needle. The following information was provided by the initial reporter, "when removed the shield, the hub was detached too."